Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 03/04/2024, infutronix received a report that a pump had a "flow rate issue". The infusion cannot resume without causing delay in treatment. No patient harmed. Requested device to be returned.

Manufacturer narrative:
This supplement is part of our retrospective 2024 complaint remediation. The pump was returned and tested: the pump's event log was pulled as part of the evaluation to see if there were any alarms or error alerts that could have prevented the pump from infusing, as reported by the end user. Upon review it was noted that there are 32 counts of the upstream occlusion code in the event log, which can be seen below by the "e04" alarm code in the event log: "event 1: log_event_data time: 03:19:45 type: e04_pressure_data data_log_start eventbytes: 0b 19 45 00 20 00 00 89 event 2: data: 5120 33536 34048 36522. Eventbytes: 14 00 83 00 85 00 8e aa. Event 3: data: 5120 37120 36608 36803. Eventbytes: 14 00 91 00 8f 00 8f c3. Event 4: data: 5120 36096 36608 37827. Eventbytes: 14 00 8d 00 8f 00 93 c3. Event 5: data: 5120 36864 35840 36028. Eventbytes: 14 00 90 00 8c 00 8c bc. Event 6: data: 5120 35840 37120 37314. Eventbytes: 14 00 8c 00 91 00 91 c2. Event 7: data: 5120 36864 0 164. Eventbytes: 14 00 90 00 00 00 00 a4. Event 8: log_event_data time: 03:19:45 type: e04_pressure_data data_log_end eventbytes: 0b 19 45 00 20 01 00 8a . Event 9: log_event_stop time: 03:19:45 vinf: 119 stop reason: log_stop_cause_e04 eventbytes: 04 19 45 00 00 77 23 fc. Event 10: log_event_run time: 03:19:51 rate: 3ml/hr reason: log_run_cause_alarm_run eventbytes: 03 19 51 00 03 00 03 73. Event 11: log_event_run time: 03:45:40 rate: 1500ml/hr reason: log_run_cause_bolus_key eventbytes: 03 45 40 05 dc 00 05 6e. Event 12: log_event_run time: 03:45:49 rate: 3ml/hr reason: log_run_cause_bolus_to_base eventbytes: 03 45 49 00 03 00 07 9b. Event 13: log_event_timpstamp time: 24/03/29 04:49:00 eventbytes: 02 24 03 29 04 49 00 9f event 14: log_event_data time: 04:27:09 type: e04_pressure_data data_log_start eventbytes: 0b 27 09 00 20 00 00 5b ". The pump's event log that was pulled will be attached, see "sn (B)(6)". A 50 ml infusion was ran on the pump instead of a 100 ml infusion since the end user's library configuration does not allow an infusion larger than 50 ml. The pump ran for 50 ml at a rate of 0.8 ml per hour. The initial bottle weight was recorded at 105.239 g before the 50 ml infusion, and 153.251 g after the 50 ml infusion, which has a total weight of 48.015 g and a deviation of -3.97%. The pump is in range and is performing to specification, falling in the +- 5% range. The weights were taken on an and fx-500i scale with control # itv-eq-027 and calibration date 3/18/2024. The infusion was ran using an hs-008 IV cassette with lot # 2304023 and expiration date 03/17/2026. Upon review of the reported complaint and the case provided, it was noted that the infusion reported was attempted to be ran with a syringe. According to the nimbus ii plus pump's IFU with document number, 544-IFU-it1080, the infusion is meant to be ran only with a non-vented collapsible medication reservoir, which a syringe is not. The flow rate test was completed using a proper IV set and was able to complete successfully in the passing range. The pump's IFU will be attached, see "544-IFU-it1080 nimbus ii plus clinican IFU rev b (4)". Upon further evaluation there were no loose connections or components inside of the device. It was noted however that the label with the pump model information is completely erased, and the qr code label is completely gone. The only way to check the pump's serial number and model information is by physically turning on the pump itself to see. An image will be attached, see "(B)(6) labels". The pump's keypad was also found to be damaged, featuring a large scratch across it and two small dents in it as well. An image will be attached, see "(B)(6) damage". Functional testing did not confirm the reported condition but was unable to be duplicated during testing. Further investigation of this pump is excluded as the failure mode for this device has been previously investigated through product CAPA it2023-15 and this product has been removed from the market under recall z- 1285-2024. Functional testing confirmed the reported condition but was not duplicated during testing. The cause remains undetermined. Reference to complaint# (B)(4).

Manufacturer narrative:
The pump was returned on 05/06/2024 and the investigation was completed on 5/17/2024. The pump's event log was pulled as part of the evaluation to see if there were any alarms or error alerts that could have prevented the pump from infusing, as reported by the end user. Upon review it was noted that there are 32 counts of the upstream occlusion code in the event log, which can be seen below by the "e04" alarm code in the event log: "event 1: log_event_data time: 03:19:45 type: e04_pressure_data data_log_start eventbytes: 0b 19 45 00 20 00 00 89 event 2: data: 5120 33536 34048 36522 eventbytes: 14 00 83 00 85 00 8e aa event 3: data: 5120 37120 36608 36803 eventbytes: 14 00 91 00 8f 00 8f c3 event 4: data: 5120 36096 36608 37827 eventbytes: 14 00 8d 00 8f 00 93 c3 event 5: data: 5120 36864 35840 36028 eventbytes: 14 00 90 00 8c 00 8c bc event 6: data: 5120 35840 37120 37314 eventbytes: 14 00 8c 00 91 00 91 c2 event 7: data: 5120 36864 0 164 eventbytes: 14 00 90 00 00 00 00 a4 event 8: log_event_data time: 03:19:45 type: e04_pressure_data data_log_end eventbytes: 0b 19 45 00 20 01 00 8a event 9: log_event_stop time: 03:19:45 vinf: 119 stop reason: log_stop_cause_e04 eventbytes: 04 19 45 00 00 77 23 fc event 10: log_event_run time: 03:19:51 rate: 3ml/hr reason: log_run_cause_alarm_run eventbytes: 03 19 51 00 03 00 03 73 event 11: log_event_run time: 03:45:40 rate: 1500ml/hr reason: log_run_cause_bolus_key eventbytes: 03 45 40 05 dc 00 05 6e event 12: log_event_run time: 03:45:49 rate: 3ml/hr reason: log_run_cause_bolus_to_base eventbytes: 03 45 49 00 03 00 07 9b event 13: log_event_timpstamp time: 24/03/29 04:49:00 eventbytes: 02 24 03 29 04 49 00 9f event 14: log_event_data time: 04:27:09 type: e04_pressure_data data_log_start eventbytes: 0b 27 09 00 20 00 00 5b ". A 50 ml infusion was ran on the pump instead of a 100 ml infusion since the end user's library configuration does not allow an infusion larger than 50 ml. The pump ran for 50 ml at a rate of 0.8 ml per hour. The initial bottle weight was recorded at 105.239 g before the 50 ml infusion, and 153.251 g after the 50 ml infusion, which has a total weight of 48.015 g and a deviation of -3.97%. The pump is in range and is performing to specification, falling in the +- 5% range. The weights were taken on an and fx-500i scale with control # itv-eq-027 and calibration date 3/18/2024. The infusion was ran using an hs-008 IV cassette with lot # 2304023 and expiration date 03/17/2026. Upon review of the reported complaint and the case provided, it was noted that the infusion reported was attempted to be ran with a syringe. According to the nimbus ii plus pump's IFU with document number, 544-IFU-it1080, the infusion is meant to be ran only with a non-vented collapsible medication reservoir, which a syringe is not. Functional testing did not confirm the reported condition, but was unable to be duplicated during testing. Reported issue not found, device does not meet specification. A CAPA has been opened to address the issue reported. Ref (B)(4)